Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one mission disposable core biopsy instrument, one blunt tip stylet, one trocar stylet with compatible coaxial was received for evaluation. Upon visual evaluation, the device appeared to have blood residue on the sample notch and received with protective tubing. Device was returned in primed configuration with the cannula at the 20 mm position and the sample notch was partially exposed. It appeared there was a bend to the needle. The stylet hub was noted to be separated from the proximal end of the stylet. The stylet was inspected, and the sandblasting was noted to be non-homogeneous at the proximal end of the cannula. Due to the nature of the complaint, functional testing was not performed. Therefore, the investigation is unconfirmed for the reported break as no break was noted on the hub. However, the investigation is confirmed for the identified detachment as the stylet was detached from the stylet hub. A definitive root cause for the identified detachment of device or device component was traced to be manufacturer related. However, a definitive root cause for the reported break issue could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure, using the mission needle kit. It was reported that during the procedure, the coaxial hub in the kit was broken. There was no reported patient injury.